Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged case) has been confirmed. As received, the monitor's case was separated at the seams and from the end cap. The white cables from the auxiliary board pca to the computer/analog board pca were all partially or completely unplugged. Upon visual inspection, several small dents were found on the top of the monitor casing. The root cause of the case separation cannot be positively identified but may have been a result of the excessive force experienced from a drop or bumping a hard surface. Once the cables were reattached, the monitor was fully functional and capable of performing a baseline and pt treatment sequence. No adverse event resulted from the disconnected cables. The patient received a replacement monitor.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that his monitor case had come apart at the seam on the top of the monitor. The patient was provided with a replacement monitor.